Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of noisy image, e216 and no image are likely related to component failure. Regarding the white residue on both sides of the air water supply channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had noisy image, an error code e216, no image, and white residues on both sides of the air water supply channel. There was no patient involvement.